Event description:
Information was received that the device had been explanted due a lack of benefit. As per the explant report form the recipient was a non-user and returned to using acoustic hearing aids.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device had been explanted due a lack of benefit. As per the explant report form the recipient was a non-user and returned to using acoustic hearing aids.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on measurements performed on the device during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.